Event description:
It was reported the surgeon performed a revision. Pt was in pain, therefore surgeon decided to revise.

Manufacturer narrative:
Other devices listed in this report: unk, adm acetabular component. Unk, modular neck. Unk, v-40 biolox ceramic femoral head. Unk, adm insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.